Event description:
Perclose percutaneous arterial puncture site closure device applied after cardiac catheterization resulted in arterial injury and thrombosed common femoral artery. This required emergency vascular surgery for arterial reconstruction and limb salvage followed by ICU admission and inpatient hospitalization.